Manufacturer narrative:
Per the pump user guide states, ¿do not insert the sensor in sites other than the abdomen (belly) or upper buttocks (for ages 6¿17 only). Other sites have not been studied and are not approved. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. The customer¿s blood glucose was 156 (mg/dl). Reportedly, the sensor was placed on the customer's thigh. The pump and transmitter successfully regained connection.